Event description:
Additional information reported indicated that the patient's concerns were resolved after they received assistance from a manufacturer representative. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient programmer displayed the ''in the box'' icon and the patient was unable to adjust stimulation. This was the second occurrence of the ''in the box'' icon for the patient. The patient worked in a dental office as a surgical technician and was exposed to surgical equipment. The week of the event, she worked wednesday through friday and recharged her implantable neurostimulator (ins) on saturday. The patient went to turn her ins on after recharging it to full the night before, at which time she saw the ''in the box'' icon on the patient programmer. It was the first time she had used the patient programmer following the recharge session. Upon interrogation with the clinician programmer, there were no codes present. The patient did not see three ''sweaty'' marks nor did the recharger shut off during the recharge session. The session with the clinician programmer successfully cleared the ''in the box'' icon and therapy returned to normal. The patient's normal routine when recharging was to use the antenna locate feature at the beginning of the session to locate the optimal spot, which usually resulted in values between 42 and 60. The patient did not recall seeing the man icon or three numbers when using the antenna locate feature. She also did not historically have difficulty synching the patient programmer nor had the recharger prematurely stopped.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted (B)(6) 2010, explanted unk; adaptor model 37092, lot # 252640001, implanted (B)(6) 2010, explanted unk; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).